Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Event date is an approximation. According to the patient, on (B)(6) 2025, she developed widespread hives across her body from her scalp down to her thighs, which she suspected might be related to use of the dexcom. She stated she has no known allergies to medical adhesives or tapes and that her only allergy is to the antibiotic keflex medication, which she has not taken in many years. The patient stated that after inserting the sensor she noticed the onset of hives about a week later, though she could not recall where on her body the hives first appeared. She described the hives as extremely itchy, leading to scratching and additional redness. To manage the symptoms, she tried over the counter (otc) oral allergy medications, including benadryl 25 mg daily for one week and zyrtec 10 mg daily, which she continued taking up to the time of the report. However, neither provided relief, as the hives would intermittently improve and recur. She also applied otc calamine lotion without noticeable benefit. On (B)(6) 2026, she visited her physician regarding the persistent hives. Aside from a blood test, no additional diagnostic workup was performed, and she is awaiting lab results scheduled for release on (B)(6) 2026. Her physician advised continuing zyrtec 10 mg daily, which she began around (B)(6) 2025. She requested a follow up call on 01/15/2026, to review her test results. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. Event date is an approximation. According to the patient, on (B)(6) 2025, she developed widespread hives across her body from her scalp down to her thighs, which she suspected might be related to use of the dexcom. She stated she has no known allergies to medical adhesives or tapes and that her only allergy is to the antibiotic keflex medication, which she has not taken in many years. The patient stated that after inserting the sensor she noticed the onset of hives about a week later, though she could not recall where on her body the hives first appeared. She described the hives as extremely itchy, leading to scratching and additional redness. To manage the symptoms, she tried over the counter (otc) oral allergy medications, including benadryl 25 mg daily for one week and zyrtec 10 mg daily, which she continued taking up to the time of the report. However, neither provided relief, as the hives would intermittently improve and recur. She also applied otc calamine lotion without noticeable benefit. On (B)(6) 2026, she visited her physician regarding the persistent hives. Aside from a blood test, no additional diagnostic workup was performed, and she is awaiting lab results scheduled for release on (B)(6) 2026. Her physician advised continuing zyrtec 10 mg daily, which she began around (B)(6) 2025. She requested a follow up call on (B)(6) 2026, to review her test results. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Event date is an approximation. According to the patient, on (B)(6) 2025, she developed widespread hives across her body from her scalp down to her thighs, which she suspected might be related to use of the dexcom. She stated she has no known allergies to medical adhesives or tapes and that her only allergy is to the antibiotic keflex medication, which she has not taken in many years. The patient stated that after inserting the sensor she noticed the onset of hives about a week later, though she could not recall where on her body the hives first appeared. She described the hives as extremely itchy, leading to scratching and additional redness. To manage the symptoms, she tried over the counter (otc) oral allergy medications, including benadryl 25 mg daily for one week and zyrtec 10 mg daily, which she continued taking up to the time of the report. However, neither provided relief, as the hives would intermittently improve and recur. She also applied otc calamine lotion without noticeable benefit. On (B)(6) 2026, she visited her physician regarding the persistent hives. Aside from a blood test, no additional diagnostic workup was performed, and she is awaiting lab results scheduled for release on (B)(6) 2026. Her physician advised continuing zyrtec 10 mg daily, which she began around (B)(6) 2025. She requested a follow up call on (B)(6) 2026, to review her test results. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.